Event description:
It was reported that the patient was unclear on the dates for when they had the ¿generators¿ moved from the buttock to the side under the clavicle. Additional information has been requested, but it was not available as of the date of this report. Please refer to manufacturer report number 3004209178-2013-21051.

Manufacturer narrative:
Concomitant products: product ID 7425, serial # (B)(4), implanted: (B)(6) 1999, product type implantable neurostimulator; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37713, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3998, lot # l95425, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7425, serial # (B)(4), implanted: (B)(6) 1999, product type implantable neurostimulator; product ID 3888-28, lot # l48139, implanted: (B)(6) 1999, product type lead. (B)(4).